Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has had high blood glucose levels. Customer's blood glucose level was 479 mg/dl. Customer noticed that her blood glucose levels were going up to 600 mg/dl. Customer took 6 units from the pump and injected a manual shot. Customer stated that they have a back-up plan. Customer felt sick. Customer ran a manual prime and the insulin did exit the tubing. Time and date settings were incorrect. Customer was assisted with correcting the settings. Pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer reported that the cannula was also bent. Customer's pump was performing as it should. Customer was advised to change the infusion set and reservoir. No additional information provided.